Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's bipolar pins to be bent. The bottom bipolar pin was bent upward toward the top bipolar pin. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable to be loose. The pitch up cable was starting to unravel. The other cable at the wrist of the instrument did not appear to be damaged. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the prongs on top of the precise bipolar forceps instrument were broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.